Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the right coronary artery. A synergy¿ drug-eluting stent was deployed to treat the lesion and the procedure was completed. However, three days later, the patient came back with stent thrombosis which was confirmed via angiogram. Subsequently, the physician ballooned the stent and deployed 2 more stents. No further patient complications were reported.